Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a primary sapphire¿ infusion set, 1.2 micron filter, pav, 123 inch that during testing, air passed through the filter and down the line. The customer reported that the filter did not catch the air. There was no patient involvement, no adverse event and no delay in critical therapy.